Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained. Further information was requested but not received.

Event description:
It was reported that high pacing impedance and noise resulting in oversensing was observed on the right atrial (ra) lead. Lead damage was suspected to be the cause of the event, but this was not confirmed via imaging. Lead provocation testing was performed and no anomalies were observed. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.